Event description:
It was reported that during the procedure, the serfas handpiece was resting on the mayo stand without the footpedal being engaged when the end use alarm sounded on the serfas console. Allegedly, small flames and water were observed coming out of the tip of the serfas wand while on the mayo stand. The unit was not in use when this happened, it was just sitting on mayo stand. No one was using the unit at all and there were no patient or staff injuries. It did not happen while in the patient's anatomy. This occurred during a shoulder case and the unit was turned off and the handpiece was unplugged. It was further reported that after the case, they tried to recrate the error with the same handpiece but could not.

Manufacturer narrative:
Additional information will be provided once investigation is complete.